Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.

Manufacturer narrative:
In the previous report, device name was given as "dreamstation" which is now corrected/updated to dreamstation CPAP. Additionally, the UDI number, manufacture date and reason device not evaluated are corrected/updated in the report.